Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the visited to the emergency room and then admitted to the hospital on (B)(6) 2019 due to high blood glucose level and diabetic keto acidosis. Blood glucose level of the customer when admitted to the hospital was over 300 mg/dl. The customer stated that she did not know the exact blood glucose level that the experienced. The customer was treated with the manual injections as well as insulin pump. The customer also stated that her blood glucose level was not getting down even after multiple bolus deliveries. The insulin pump will not be returned for the analysis.